Manufacturer narrative:
(B)(4). Date sent: 6/27/2023.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/25/2023 the lot#537a15 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent 8/18/2023. D4 batch #512a74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and it was not properly loaded on the device as the pin arm was not engaged with the retaining pin. Also, one side of the reload was noted to be out of the track guide of the device; this condition does not allow the device to function as intended. The device was tested for functionality with the test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 512a74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior resection the surgeon used the tx60g on the bowel to staple. He closed the device, squeezed the handle and when he opened the device the staples were not formed properly.